Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was without cgm readings due to an error message for no readings over 3 hours. She felt low, even though she reported she had no symptoms. Her niece brought her to the hospital, where a fingerstick confirmed the patient had a hypoglycemic event. No specific reading was reported, but the dexcom device still showed the error when the fingerstick was taken. The patient was treated with unspecified intravenous fluids, and was given a sandwich, and juice. The patient recovered after treatment and was discharged after 10 hours. At the time of the report the patient was stable. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.